Event description:
It was reported that customer experienced low blood glucose. Customer stated that she put in new sensor and got two calibration errors. Customer stated the sensor kept reading as high blood glucose. Customer stated that patient in school and was not feeling good, patient's blood glucose was 45 mg/dl but sensor reading was 106 mg/dl. Customer calibrated and got calibration error and calibrated again at 60 mg/dl and got calibration error again. Customer stated that patient had a rate disease of the pancreas that causes the blood glucose to be unstable. Customer was unable to troubleshoot due to patient was at school. Advised customer the sensor would replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.